Manufacturer narrative:
Sections with additional information as of 07-jan-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results from results obtained of 403, 440 and 470 mg/dl. Customer stated he did not recall when he had obtained the hi result or if it was fasting or non-fasting. The customer¿s expected pm fasting blood glucose test result range is 200-300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: result 1: 403 mg/dl, date: 11/24, time: 3:06 pm, fasting; result 2: 440 mg/dl, date: 11/24 , time: 12:15 pm, fasting ; result 3: 470 mg/dl , date: 11/24 , time: 12:01 pm ,fasting ; result 4: 248 mg/dl , date: 11/24 , time: 3:51 am, fasting; result 5: 300 mg/dl ,date: 11/24 ,time: 1:13 am ,fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 07-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.